Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a postprandial blood glucose increase to 190 mg/dl after dinner while using the ilet system, despite announcing the meal, with glucose later decreasing to 111 mg/dl by the end of the call. Symptoms included hyperglycemia without associated reported clinical complications. Outcomes included resolution without alerts, alarms, hospitalization, or additional medical intervention. Investigation included troubleshooting and user education conducted during the call. Investigation of this case revealed no device alarms, no reported device malfunction, and no identifiable device component issue, and the cause of the transient hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.